Event description:
It was reported that the pump module showed an error "c@acc" even after re-flashing the module. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations. Based on the troubleshooting results, technical support was unable to determine the proximate cause of the reported issue.\ technical support troubleshoot with the customer over the phone and confirmed npi 8100 error c@acc. Tsc tech - recommended to replaced display board and biomed also replaced keypad and the issue was resolved on that display error. A review of the device history record for sn (B)(6) was performed from 08/10/2017 to 09/30/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn 14987054 which confirmed no similar complaints with the same or related failure mode. H3 other text : no product returned.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A review of the device history record for sn (B)(4) was performed from 08/10/2017 to 09/30/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the pump module showed an error "c@acc" even after re-flashing the module. There was no patient involvement.